Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed with the same erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the customer experienced multiple intermittent errors (m-11, m-18, c-06) with the erbe . The customer was able to continue the surgery despite the errors. The technical service engineer (tse) reviewed the logs and confirmed the errors. The tse advised the customer to power cycle the erbe, but the customer chose not to do so during the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported errors m-11, m-18, and c-06 were confirmed but not replicated. The system error log showed c-00 and m-11 entries, indicating that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and functioned as expected; it energized, cauterized, and all ports recognized instruments. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause is attributed to a cpu or sensor module timeout indicated by error m-11 on the erbe generator. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.